Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received an scs system which included a lead extension. It was reported the extension became completely disengaged from the header of the ipg, resulting in a loss of stimulation for the patient. The (30cm) extension will be explanted and replaced with a new (60cm) extension. The model of the extension was not provided. It is unknown if the extension will be returned to the manufacturer for analysis once it is explanted. No patient complications were reported.